Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/13/2015 with the following findings: all of the keypad buttons were normally responsive. There was no contamination found on the button keypad contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the keypad was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.